Manufacturer narrative:
The thermogard console (s/n (B)(4)) was evaluated by zoll service personnel at the customer site. The reported complaint that "the thermogard xp ivtm system displayed (B)(4) (air trap assembly) error message" was confirmed during functional testing and the system's event log data review. The root cause of the (B)(4) error was the defective air trap sensor block due to overflow of saline into the air trap chamber, possibly as a result of the leaking start-up kit (suk). During visual inspection, it was noted that the console's rear panel had stripped screw, unrelated to the reported complaint. No other apparent physical damages were noted. The stripped screw will be replaced to address the issue. Event log data review was performed and revealed multiple mid:09 (air trap assembly) error messages, confirming the reported complaint. During functional testing, the thermogard xp ivtm system displayed (B)(4) (air trap assembly) error message upon powering up; thus, confirming the reported complaint. During inspection, traces of saline were observed on the air trap sensor block. The defective air trap sensor block assembly was replaced to remedy the fault. In addition, the biomed will change the coolant (glycol) due to possible saline spillage. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(4).

Event description:
The customer reported that the thermogard xp ivtm system (s/n (B)(4)) displayed (B)(4) (air trap assembly) error message. Additionally, the customer reported that the start-up kit (suk), which was used during the treatment, was leaking. No further information was provided regarding the details of the reported event. It is unknown whether the customer replaced the suk and how the treatment was completed. No consequences or impact to the patient.